Manufacturer narrative:
(B)(4).

Event description:
Procedure: open heart. According to the rptr: during the case, no clip was applied to branch of saphenous vein. Then device malfunctioned and tore the vessel the surgeon was clipping. New clip applier was opened and used. Approximately 5 cc of blood loss, and tissue damage occurred. There was only a few minutes delay due to opening new device.